Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have had several issues with the sensor electrodes either being too short or no electrode present. The customer also indicated that sensor alarms have been received. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.

Manufacturer narrative:
Reliability analysis not required due to receiving the sealed sensors expired. Inspected four opened/used partial sensors and performed visual inspection and found both sensors to be damage. One of four sensors with cannula retracted inside sensor base and found no broken cannula during analysis. Inspected one random opened/used sensor and performed continuity resistance test and the sensor failed per specifications.